Event description:
The patient reported via the manufacturer representative (rep) there was pain at the pocket site, so the implantable neurostimulator (ins) was moved up higher in the buttock. The original pocket site was located in the hip area. The revision occurred on the day of the report. There were no therapy concerns related to the pain at the pocket; however, the patient stated she could feel when her ins was ready to go out, as she would lean back, felt strong stimulation and then it would go out. The patient thought that was the way it worked. The pain and the strong/no stimulation had been present since implant. It was unknown if the patient completely recovered from the revision. The indication for therapy was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery pack was relocated because it had been pinching at the pocket site. No further complications were reported.